Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging that the lancets do not fully penetrate. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The pt does not recall when the alleged issue with the lancets began; however, she mentioned that 5 days after the reported issue began, she felt dizzy, sleepy and had "high blood sugar." At an unspecified time later, the pt went to the ER and was treated with an oral medication called "dalsec". The pt was tested on another device; however, result was not provided. This is not the first time the product is being used. Customer care advocate (cca) was unable to resolve the issue and sent the pt a new lancing device and some test strips. No further clinical information was provided. It would have been helpful to know whether it was intermittent issue with the lancing device, whether the pt had another way of testing her blood glucose and reading on the ER meter. The complaint is being reported since the pt alleged that due to the lancets not fully penetrating she developed "high blood sugar" and had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.